Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator had an oxygen manifold that was leaking. The device was in clinical use when the issue occurred. No patient or user harm reported. The remote service engineer provided the customer with the part number for a replacement oxygen manifold/transport kit. Investigation ongoing.

Manufacturer narrative:
H10:a follow up was performed with the customer, and it was reported that there was no patient involvement when the issue occurred. No patient or user harm reported. The customer reported that the oxygen manifold was replaced, and the issue was resolved. The device was returned to service.